Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was exhibiting low flows and high pulsatility index (pi) values. A computed tomography angiography (cta) confirmed compression of the outflow graft, so the patient underwent a thoracotomy incision to remove an extrinsic outflow graft obstruction (eogo) from underneath the bend relief. Exudate was found. No replacement of the outflow graft or bend relief was needed. As of (B)(6) 2025, the patient was stable and recovering. Flows were intermittent and overall, the same with 50-60% outflow occlusion, but no low flows at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no diagnostic images were available for evaluation. A specific cause for the report of eogo could not be conclusively determined through this evaluation. Review of the available data in the submitted log files was unable to confirm the reported low flow alarms; however, the low flow alarms reportedly resolved with the outflow graft revision. The system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. A corrective action/preventative action investigation has been opened to further investigate extrinsic outflow graft obstructions. Actions have been taken to prevent reoccurrence the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow, power, and pulsatility index (pi). This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 5 of the IFU also warns that extrinsic outflow graft obstruction (eogo) is the abnormal accumulation of biodebris between the outflow graft and the outflow bend relief or a non-heartmate component such as a gore-tex/ptfe conduit or wrap added during implant. Eogo can occur to the degree that the blood flow through the graft is obstructed and manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention is used to correct an eogo under the outflow bend relief, the outflow bend relief should either be reattached or suitably repaired to prevent subsequent kinking of the outflow graft. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.